Event description:
A customer in (B)(6) notified biomérieux of obtaining a potential false positive result with the product vidas® sars-cov-2 igm (ref 423833, batch 1008093230, expiry date 14-may-2021) with a patient sample. The customer reported that they obtained a positive result regarding the test vidas® sars-cov-2 igm (result not reported to physician). The test was repeated with another method (maglumi) and the result (not reported to physician) was negative. The result of vidas® sars-cov-2 igg test was negative. The pcr test results were also negative. The patient was being tested for screening reasons after returning from a trip abroad. The patient did not display any symptoms. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux has initiated an internal investigation. Note: reference 423833 is not sold or distributed in the united states. However, u.s-only product reference, 423833-01, has the same formulation and physical properties as reference 423833.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding a potential false positive result with the product vidas® sars-cov-2 igm (ref 423833, batch 1008093230, expiry date 14-may-2021) with a patient sample. The biomérieux complaints lab did not reproduce the vidas® sars cov-2 igm positive result when testing natural samples collected before the pandemic. All of the samples gave a negative interpretation with indexes far from the positive threshold as expected. The lab also tested three (3) internal samples with a negative target on vidas® sars cov-2 igm batch 1008093230/210514-0 and all negative samples were in accordance with the expected specifications. Without the availability of the concerned sample, biomérieux cannot pursue further the investigation and explain the vidas® sars cov-2 igm result. The positive result could be due to the difference of targets between vidas® sars cov-2 igm assay and the other tests, or due to the presence of an interference such as, but not limited to, rheumatoid factor or anti-nuclear antibody. The package insert of vidas® sars cov-2 igm ref.423833 under section limitations of the method states the following: - interference may be encountered with certain sera containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient's clinical history and the results of any other tests performed. - the individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from different manufacturers. Results of assays from different manufacturers should not be used interchangeably. According to investigation outcomes, there is no reconsideration of the performance of vidas® sars cov-2 igm ref.423833 batch 1008093230/210514-0.